Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received software error detected alarm. The customer¿s blood glucose level was 300 mg/dl. Customer stated that they insulin pump had failed battery alarm. Customer stated that the insulin pump had randomly shut off. Customer also stated that the contacts was not missing, damaged, or corroded. Troubleshooting was performed. The insulin pump will not be returned for analysis.